Event description:
Enteral feeding tube was placed on 6/18/94. The pt pulled out the tube and the weighted tip of the tube had came off in the stomach. Another tube was placed and on x-ray, both tips were observed. A report x-ray showed no change in the position of the tips.